Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
Question on sedecal generator. On (B)(6): customer reports the urology system failed (did not fluoro) during an undetermined urology procedure being performed under general anesthesia on a male pt. Age of pt was unk. On (B)(6): customer reports the procedure was complete with endoscopy and there was no pt injury.